Event description:
Customer reported appearance of mold on device. Culture obtained from giraffe omnibed described as "inner grove of the lip of the soft seal inside the canopy." Culture reported as aspergillus flavus. There was no report of patient sepsis or injury.

Manufacturer narrative:
Standard clinical practice, environmental infection control practices and equipment preventive maintenance in the neonatal intensive care unit include but are not limited to the following, clinical monitoring by hcp or infant status and high level of suspicion for infection. The known immunocompromised state and frequent skin insults lead to portal entries for pathogens of neonate. Adherence to infection control standards in conjunction with hand washing among hcps is primary method to decrease nosocomial transmission of pathogens to neonate. Removing contaminated device from patient care use upon recognition of visible mold, and strict adherence to cleaning of medical devices. Operator manual recommendations for cleaning, use of humidification system, and filter changes. Eliminating possible sources of aspergillus including but not limited to: use of tap water, cleaning humidification chambers of equipment including respiratory equipment, thus reducing the ability of aspergillus aerosolize. Preventing accumulation of dust and moisture from any patient care surface decreases environment known for mold growth and/or transmission. Surveillance and monitoring of hospital specific organisms by infection control. Ge healthcare has updated the omnibed labeling and cleaning instructions to more clearly indicate cleaning of the seals.